Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 460 mg/dl. Customer was treated with insulin. Customer reported that the insulin pump had blank display. The customer¿s mother reported that insulin pump was no longer working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display noted. Device uploaded properly using carelink. During visual inspection, the electronic assembly had moisture damage. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.